Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had pain, drainage and redness at the pocket site. It was also stated that the leads were exposed. The physician stated no abscess was present, it was a deep tissue healing issue that prohibited the patient from having her incision close entirely and was not device related. The patient was prescribed with antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.